Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported aortic insufficiency, as well as a direct correlation to the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the hm 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increasing aortic regurgitation since their left ventricular assist device (lvad) implant. Since implant the patient's aortic regurgitation had progressed to moderate to severe. The patient was brought to the operating room (or) to repair their aortic valve. When surgeon was ready to repair the valve, the pump was temporarily turned off. The valve was successfully repaired and the lvad was turned back on. The patient was placed in the intensive care unit for recovery.